Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a bankart lesion repair procedure, when the bioraptor knotless was inserted into the body and the blue thread was loosened, the anchor body could not be separated from the rod. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device in the original bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging with the batch number of the complaint on the label. The anchor is on the insertion device with three sutures through the eyelet, a retention suture and two white braided sutures. One white suture has been cut off on either side of the anchor. The anchor has no visible defect. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found the retention suture can be removed by backing the inner plug to release it. Rotating the torque limiter knob counterclockwise, until clicks were heard, did not help release the inserter from the anchor. Additional manipulation and pressure freed the anchor. An evaluation of the images provided by the customer revealed the insertion device with the anchor attached to it. The suture is still locked through the anchor but has disengaged from the insertion device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unknown procedure, when the bioraptor knotless was inserted into the body and the blue thread was loosened, the anchor body could not be separated from the rod. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the insertion device with the anchor attached to it. The suture is still locked through the anchor but has disengaged from the insertion device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include excessive force to the device, inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (type of investigation, investigation findings & component code).